Manufacturer narrative:
(B)(4).

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen on (B)(6) 2024. Date of the event is an approximation. The patient experienced a cgm accuracy issue which occurred 3 days after sensor insertion into the abdomen. On (B)(6) 2024, in the afternoon, the patient¿s cgm was reading 102 mg/dl, and the bg meter was reading 583 mg/dl. The patient felt weak and had ¿diabetic ketoacidosis symptoms¿ (however, no other specifics were provided). The patient¿s sister took the patient to the emergency room (ER). At the ER, the patient was treated with an IV insulin drip and unspecified antibiotics. The patient was discharged home after 7 days. The patient was feeling "normal" at the time of the report. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. The reported glucose values fall within the d zone of the parkes error grid. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.